Event description:
A customer reported an issue with their pump that indicated an altitude alarm. No impact to the customer's blood glucose level was reported, as the caller declined to provide their blood glucose value. The customer's insulin was initially suspended due to the altitude alarm, but technical support helped resolve the issue by instructing the caller to remove obstructions and clean the speaker holes, among other steps, which led to the successful resumption of normal pump operation. Technical support also provided tips to prevent future altitude alarms, which the caller acknowledged.